Event description:
Mitek complaints learned of a revision procedure which occurred sometime in (B)(6) 2013. The original surgery was believed to have taken place in (B)(6) 2013. The revision procedure was performed after the patient was involved in some unknown type of accident. During the revision procedure, the surgeon found osteolysis around the area of a helix br anchor (product code unknown). An event date of (B)(6) 2013 is being used for this complaint file as the exact date in (B)(6) 2013 could not be determined.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no product code or lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.